Manufacturer narrative:
Concomitant medical products: a prowler select plus microcatheter was utilized during the procedure along with road master mc, excelsior 1018, guidewire chikai coil, hydro coil, and microplex hypersoft. A prowler select plus microcatheter was utilized during the procedure along with road master mc, excelsior 1018, guidewire chikai coil, hydro coil, and microplex hypersoft. Medications given consisted of aspirin, plavix, argatroban, and heparin na. The post procedure act was 260 seconds. The vessel diameter measured proximally 3.7mm and distally 3.1mm. The aneurysm was saccular and the measurement at the neck was 5.8mm, and the neck to sac ratio was 5.8mm/9.6mm. No additional information or copy of cd procedure was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Lr packaging l/n # 01424845. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424845. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 100 units, which were shipped from lake region medical on july 23, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information was received via the (B)(4) that six hours post enterprise assisted coil embolization of an unruptured parasellar aneurysm, the patient had visual field loss in the left eye with retinal artery branch occlusion reported. The patient remains with the symptoms. Prior to the procedure, the patient did not have any neurological symptoms/deficits. Follow-up angiograms were performed to confirm the occlusion, but did not reveal any factors with the device or vessel that may have contributed to the event. There were no issues during the procedure with any of the devices that may have contributed to the event. The enterprise stent was fully expanded and appose to the vessel wall after initial placement, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement. A prowler select plus microcatheter was utilized during the procedure along with road master mc, excelsior 1018, chikai guidewire, hydro coil, and microplex hypersoft coil. Medications given consisted of aspirin, plavix, argatroban, and heparin na. The post procedure act was 260 seconds. The vessel diameter measured proximally 3.7mm and distally 3.1mm. The aneurysm was saccular and the measurement at the neck was 5.8mm, and the neck to sac ratio was 5.8mm/9.6mm. No additional information or copy of cd procedure was available. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424845. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. Neurological deficits are known potential adverse event associated with the use of the enterprise vascular reconstruction device and delivery system and the procedure as outlined in the instructions for use. Although based on the available information, no definitive conclusion can be made, patient, procedural and pharmacological factors may have contributed. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The clinical study (B)(4) for patient (B)(4) indicated that during a coil embolization procedure assisted with the enterprise vrd (enc452212) for unruptured aneurysm in the parasellar, the patient had visual field loss of the left eye 6 hours after the procedure, and it was observed that branch retinal artery was occluded. Heparin na was administered continuously. To date, the patient continues with symptom. Prior to the procedure, the patient did not have any neurological symptoms/deficits. Follow-up angiograms were performed to confirm the occlusion, but did not reveal any factors with the device or vessel that may have contributed to the event. There were no issues during the procedure with any of the devices that may have contributed to the event. The enterprise stent was fully expanded and appose to the vessel wall after initial placement, and the enterprise stent was fully expanded, appose to the vessel wall and in a stable position as compared to position after placement.